Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed that noise oversensing resulting in inappropriate automatic mode switch (ams) was noted on the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. No intervention was reported. The patient condition was stable.